Manufacturer narrative:
Correction: please retract this report 2017865-2023-20864 as the report was erroneously submitted, there was no complaint associated with the product.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. Further information was requested but not received.

Event description:
It was reported that the patient had their right ventricular lead explanted due to infection. The patient experienced no consequences.